Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image is not displayed and incompatible scope error e315. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure, additionally the cause of the image not displayed and incompatible scope error e315 was due to corrosion on plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a scope connection failure. The event occurred during inspection for use. There were no reports of patient harm.